Event description:
I have been using contact lenses from cooper vision for several months. The contacts burn my eyes. I thought this problem initially stemmed from the solution the contacts are contained within. I tried several different pairs of contacts, finding the problem did not arise from every pair of contacts. That said, I have now experienced the problem three times. The first, I thought the problem was on my end. Two, I thought the problem was within the solution. Three, I realized the lenses are the problem and have been.